Manufacturer narrative:
For the reported event, lot number was provided. The sample was not returned for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14100. Vascular stent graft allegedly experienced failure to deploy and retraction problem. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.